Manufacturer narrative:
Product event summary:the needle was returned and analyzed. The needle shaft was kinked at 31 and 61 centimeters. The needle was damaged during the procedure which might affect insertion resistance. No plastic pieces were returned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to an ablation procedure, while advancing the transseptal needle through the sheath the physician noticed strong resistance. After a successful transseptal procedure the needle was removed from the patient and a significant amount of plastic was stuck on the tip of the needle. According to the physician the plastic was collected on the tip from the dilator while passing it through it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the transseptal needle, ep003994s with lot number 210455266, was returned and analyzed. The needle shaft was kinked at 31 and 61 centimeters. The needle was damaged during the procedure which might affect insertion resistance. No plastic pieces were returned. However, it is plausible that skiving occurred as there is a compatibility issue with the needle and a competitor sheath. The cause of the issue was not established. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.